Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent and asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited failure to capture. The patient was sick and was on dialysis leading up to the failure to capture event. Programming changes were made.